Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. The customer reported that the pump was bolusing but their bgs were still rising. The customer stated that they did not realize that their bgs were high until next morning when they did not feel good and went to the hosp. Customer was in intesive care unit at the time of call. The load screw last was performed and passed. A replacement pump was requested.